Event description:
It was reported a cartridge alarm occurred during the load sequence. Customer re-loaded cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 11 / 3.5.1 / ios_16.2.